Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter.t he customer states the catheters disconnected from the transfer set at the beta cap adapter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.